Manufacturer narrative:
Upon receipt, the device was seen to be in bvvi mode. The field event was confirmed. The device image was reviewed and the device was seen to have entered bvvi mode due to a power on reset (por) during high voltage delivery. Bench testing was performed and the output stage transistors q2 and q4 were both found to be damaged. The damage was due to the delivery of high voltage therapy into a low impedance output. The cause of the low impedance output, however, remains undetermined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient came to the clinic to undergo a cardioversion. Physician initiated a shock via the device however it was interrupted as the device entered back-up vvi mode. External defibrillation was performed instead. A few days later, the device was replaced. Patient was stable after the surgery.